Manufacturer narrative:
(B)(4). Shin et. Al (2016). ¿radiographic results and complications of 3 guided growth implants¿ j pediatr orthop, volume 00. Pg. 1-5. Quantity: two (2). Medical products-biomet peanut plate catalog#:unk lot#:unk. Therapy date is unknown. Initial reporter- this article is written by yoyong-woon shin, samir k. Trehan, tyler j. Uppstrom, roger f. Widmann, and daniel w. Green. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that two (2) patients experienced fractured screws in their tibia following implantation of guided growth implant plates. No further information is available and patient outcomes are unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Quanity-1. The second patient who was previously reported on this medwatch is being reported on 0001825034-2017-05506. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one (1) patient experienced a fractured cannulated screw in their tibia following implantation of a guided growth implant plate. No further information is available and patient outcomes are unknown.